Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and dimensional verification of the returned device was conducted. An inspection of unused product was also performed. A document based investigation was completed including a review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications. A review of the device history records for the wire guide subassembly lot revealed no non-conformances. A review of complaint history shows no other complaints are associated with the complaint device lot number. A review of the instructions for use (IFU) found the following information related to the reported failure mode: precautions manipulation of the wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guide when gaining access. When using a wire guide through a metal cannula/needle, use caution as damage may occur to the outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. These wire guides are not intended for ptca use. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. The complainant returned one open package and four unopened packages part number hws-035150 hiwire nitinol hydrophilic wire guide from the reported lot for investigation. Visual examination confirmed one wire guide was returned inside the protective coil and in a used condition. The coil shows signs of being previously hydrated and slid into and out of the coil with ease. The jacket covering the wire is severely scraped and severed starting 26.3cm from the distal tip. The length of damage measured 14.7cm. Metal wire was exposed in several locations within the damaged area. The remaining four unopen devices were received in sealed packages. All five devices were returned to the supplier for additional investigation. Per the supplier¿s investigation, the clinically used specimen presents skive/cut damage to the polymer jacket material in a proximal to distal orientation located 25.6 to 44.3cm from the distal end. The skive/cut damage is presented as small cuts with and without material removal, and larger cuts with material displaced distally over itself. The damage appears consistent with manipulation within a metal device with a sharp edge. The extent and nature of the damage suggests significant force was applied to manipulate the wire within the companion device. The unused specimen wires coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet; and present no anomalies or inconsistencies. The supplier¿s investigation confirmed the complaint of damage and concluded that the product met specification at the time of shipment. Based on the information provided and the evidence presented, it appears that clinical and/or procedural factors have contributed to the event as reported. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The complaint is confirmed. While the specific instance of the coating separating from the wire guide cannot be identified, the evidence displayed by the returned used device is consistent with a sharp edge or instrument shearing the coating from the wire guide. Misuse of the wire guide by the end user may also have contributed to the coating shearing from the wire guide. Evaluation of the unused devices found no manufacturing anomalies present. Cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new event information to report.

Manufacturer narrative:
(B)(6). Occupation: unknown healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during the flex ureteroscopy (urs) for a kidney stone on the left side, the health care provider placed the wire guide through the cystoscope and realized in the bladder before entering the orifice that the sheathing of the hiwire nitinol hydrophilic wire guide was scratched and removed from the nitinol wire. They continued the procedure with a hiwire nitinol hydrophilic wire guide from a different lot and had no issues afterwards. The health care provider mentioned that the working channel was clean. As reported, no intended part of the device remained inside the patient's body and there were no additional procedures required due to this occurrence. There were no adverse effects to the patient.